Manufacturer narrative:
Updated information: b5 patient outcome update. D3 MFR fax number added. D6b explant date added. G1 MFR site name, danvers, removed.

Event description:
The patient survived post-explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a right surgical axillary/subclavian arterial approach in a 66-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d shock. The patient was supported with extracorporeal membrane oxygenation during the clinical course. While in the intensive care unit, it was reported that oozing developed at the impella insertion site and continued into the following morning. The estimated blood loss was described as minimal. At the time of the event, the patient was receiving systemic anticoagulation with heparin at 13 units per kilogram per hour, with a reported value of 0.21. The purge solution consisted of dextrose five percent in water with twenty five milliequivalents per liter of sodium bicarbonate. The patient remained on impella 5.5 support at the time of reporting.